Event description:
During the six month follow up, an occlusion of the left internal carotid was revealed. Partial paralysis of the face, mild to moderate aphasia, mild to moderate slurring of words and slight stiffness of the right low limb were experienced. It is unknown if this impariment is permanent, but will conservatively be reported as a disability.